Manufacturer narrative:
Vyaire medical file identification:(B)(6). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. "

Event description:
It was reported to vyaire medical that the vela ventilator was giving giving vent inop, motor fault, circuit disconnect, low ve(minute ventilation, low pip(peak inspiratory pressure), transducer fault alarm prior to patient use. There was no patient involvement reported with this event.